Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 12may2017 a patient (pt) sent an email to the affiliate in argentina to report that while wearing the acuvue oasys brand contact lens he/she was diagnosed with a corneal ulcer in (B)(6) 2017. The pt reported that a lens tore in the eye and the ¿rubbing¿ caused the corneal ulcer. On 16may2017 additional information was received as follows: the affected eye was the right eye; the pt was prescribed tobramycin eye drops; pt can¿t recall how many times a day or how long the pt used the medication; the pt reported that he/she has returned to contact lens wear. The pts treating ecp information was provided for additional information. Multiple attempts were made to the pts treating ecps office, but no additional information was received. The suspect product was discarded by the patient. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00278s was produced under normal conditions. The event is being reported as a worst case as no additional information is available. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.